Event description:
It was reported that following use, the balloon did not deflate. The catheter and the introducer were removed together because the inflated balloon could not be retracted through the introducer. No pt injury was reported.